Event description:
It was reported to philips that the handle was broken. This was further clarified by a philips fse as the external paddles failed to discharge. No patient involvement or negative patient impact was reported.